Event description:
The lead exhibited high sensing integrity counter (sic). Lead failure and possible lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).